Event description:
Caller reported that the insulin pump returned an error alarm. Caller reported that the insulin pump's drive support cap was protruded. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor gold. Unable to verify a33 alarms due to motor error alarms and the motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.